Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. This event, therefore, is reportable per 21cfr part 803. A DHR review was conducted with no discrepancies noted.

Event description:
In this event a customer reported that one eddy irrigation tip broke during treatment; no injury resulted and no broken part remaind in root canal.